Manufacturer narrative:
After a discussion with the account, it was noted that the pt had developed phlebitis while the catheter was in place.

Event description:
The guidewire stuck inside the catheter as it was being removed. It would bunch up the catheter at the distal end. Had to remove and replace catheter.